Event description:
On august 28, 2006, the lay user/pt contacted lifescan alleging that her one touch basic was reading inaccurately low. The medical affairs specialist (mas) sent a letter on september 1, 2006 since the patient cannot be reached by telephone. The following information was obtained by the customer care advocate's documentation from the original call. On unspecified date(s), the pt reportedly was getting "low" meter reading(s), so she was not taking her insulin (unspecified type/dosage). The pt provided a meter reading of "138 mg/dl" (unspecified date/time) with no symptoms. On three days prior to original date, the pt started to feel dizzy and reportedly administered self-care with insulin "all day on the same day," however, the patient's meter readings for that day, were not provided. It would be helpful to know if the patient was able to relieve her dizziness. On original date, she tested on her son's meter, got "214 mg/dl," and then took insulin (unspecified type/dosage). It is unclear if the patient had any symptoms when she obtained the "214 mg/dl" result. The cca noted that the patient took 38 units of lantus, but it is unclear when the patient took this insulin dosage. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl," an approved sample source (finger) was used, the correct testing/cleaning techniques were used, and the patient was testing with off brand test strips. The cca walked her through a check strip test and it fell within range. The pt did not have her test strips, so the test strip vial's condition and the code number cannot be confirmed. Based on the provided information, there is no indication that the product was not functioning as intended. However, this complaint is reported because the patient percieved her meter readings to be "low," withheld her insulin dosages, and then developed symptoms. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.